Event description:
It was reported that a patient was hospitalized. The patient was alive with no injury at the time of the report. The patient experienced pain, increased spasticity, and sweating (diaphoresis). The location of the symptoms was not known. A dye study was done as a diagnostic. The device was explanted and replaced on (B)(6) 2015. The pump was infusing gablofen (baclofen). Additional information received reported the cause of the symptoms was not determined. The patient went to the operating room and had the system replaced. The patient was doing better with spasticity. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).